Manufacturer narrative:
The glucose reagent lot number was 79645501, with an expiration date of 31-jul-2025. Calibration data was acceptable. Upon review of the alarm trace, abnormal aspiration errors were observed. The field service engineer determined the probe and cell rinse nozzles were out of adjustment. The reagent probes and rinse levels were adjusted. The rinse water nozzle was cleaned and the gear pump pressure was adjusted. A cell blank and hardware check test were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the cobas integra glucose hk gen. 3 test system on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. The user repeated the samples on a second analyzer to verify the results because they were concerned due to previous issues. The repeat values were deemed correct. The first sample initially resulted in a glucose value of 15 mg/dl and it repeated as 85 mg/dl. The second sample initially resulted in a glucose value of 18 mg/dl and it repeated as 100 mg/dl.